Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or request for add'l info has not been responded to. No conclusion can be drawn at this time. Add'l info including pt info, copies of medical info/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.

Event description:
Attorney reported: in 2003 - pt underwent laparoscopic ventral hernia repair surgery, during which a composix kugel mesh was implanted. In 2006 - the pt suddenly began to experience abdominal pain, which was accompanied by abdominal tenderness, abnormal an infrequent bowel movements, fever, nausea, and vomiting. On the same month - pt presented at the emergency room due to pain, CT scan found that the lower half of the ck mesh had separated from the abdominal wall. The defect in the mesh caused the small bowel to be partially entrapped, which led to very dense adhesions to the ck mesh and obstruction of the small bowel. On the next day - pt underwent a surgical procedure in which the surgeons performed lysis of the adhesions between the small bowel and mesh, fixed his small bowel obstruction, and repair of the rapture caused by the ck mesh with another hernia mesh patch. Pt was discharged from the hospital on eight days later. On four days later - pt experienced sudden onset of excruciating pain in his abdominal area and shortness of breath. Pt died on route to the hospital.